Event description:
It was reported the end user developed a weeping rash under tape collar (size unknown) of the skin barrier. The end user has treated the area with marathon wound protectant and has incorporated an anti-fungal powder during the device application process.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. The initial reporter declined to provide information pertaining to the model and lot numbers of the device. No additional patient/ event details are available at this time. Should additional information become available, a follow-up report will be submitted.